Event description:
It was reported that on (B)(6) 2026, "during a catheterization procedure, the catheter was successfully positioned at the target location. Upon removal, the guidewire was observed to be kinked and became unusable." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.

Manufacturer narrative:
(B)(4).